Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while navigating in a spinal fusion, the navigation system became unresponsive, reverted to a blue screen and exited without prompt from the user. When the navigation system was restarted, an imprecision was observed following a confirmation image acquisition. The reported imprecision is documented in MDR 1723170-2017-03803. Resulting from the imprecision, two screws were found to have been placed in the disc space of the patient. The surgeon then opted to complete the procedure without the imaging system and navigation system. Completing the re-positioning of screws with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Corrections: per further review, there is no indication that the reported event caused or contributed to the adverse event. The adverse event was caused by a separate issue already reported in MDR 1723170-2017-03803. (B)(4).